Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient had a lead revision. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing stimulation in the wrong location. It was stated that the patient need stimulation on the right, but they were getting stimulation on the left. It was noted that the patient experienced pain and less than 50% therapy relief. It was reported that a revision was going to occur and the patient was going to have a new lead placed.

Manufacturer narrative:
(B)(4).